Event description:
The pt claims the pt had a knee operation in 2000 in which the cruciate ligament was replaced with two polyester tapes, one from ethicon and one from boston scientific (used out-of-indication). Approximately 6 weeks after the operation the pt developed polyarthritis, leukopenia with positive rheumatoid factors and positive egg titer. The pt stated that the pt will have a second operation to remove the polyester tapes. Note: based upon info received from the pt; ethicon has already been informed of the incident. The exact dates of the incident and report are unknown at this time and have been approximated. On 1/2001, the co learned that 6 weeks after the operation, the pt, in addition to the above, experienced lid swelling, swelling of the finger joints and a bad general condition. On 01/2001, the co learned that the pt has refused to disclose any further info at this time.

Event description:
On 3/2001 , co learned that the tape was explanted. The pt's condition was satisfactory following the explanting surgery and it was further confirmed that the explanted tape was not available to be returned for eval.